Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that a cup inserter broke during routine use. No impact to patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
As returned, the hex bolt remains in the framed which appears to be seized and jammed. The weld bolt cannot be seen as the bolt blocked the view. The device has an approximate field service age of 3 years and 3 months. It is unknown how many times the device was used. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.